Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure ((B)(6) 2018) the patient was randomized to resolute onyx and 2 lesions were treated. It was reported that the patient suffered a periprocedural myocardial infarction. Investigator and sponsor assessed that the event was not related to the device or antiplatelet medication

Manufacturer narrative:
The event date was received the event outcome is unresolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Only one resolute onyx des (pli 10) was implanted during the index procedure (in the lad). If information is provided in the future, a supplemental report will be issued.